Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed if the investigation details require.

Event description:
It was reported that during lumbar laminectomy, the drill heated up in the surgeon's hand. The account had a back up on hand to complete the procedure with no delay. There were no allegations of adverse consequences associated with this event.